Event description:
It was reported that the cardiac resynchronization therapy defibrillator system was removed a few weeks after implant due to infection. No additional adverse patient effects were reported.